Event description:
The customer reported questionable results for intact human chorionic gonadotropin + the b-subunit (hcg + b) on two samples from one patient. On (B)(6) 2014, the result for hcg + b was <0.1 mlu/ml. Following this, the patient went to a different hospital and received a prescription for "tarlusal" and "cipralex." A new sample was obtained on (B)(6) 2015 and the hcg + b result was >10000 mlu/ml. Following this, the patient went to the hospital and discovered she was eight weeks pregnant. The result on (B)(6) 2014 did not correspond to the patient's condition of being approximately 4-5 weeks pregnant. No adverse event occurred. The hcg + b reagent lot number and expiration date was requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Manufacturer narrative:
Serial number field was updated. A temporary instrument issue is possible as a root cause. Incorrect reagent handling is also possible as a root cause.

Manufacturer narrative:
The (B)(6) reagent lot number was 180039. A general instrument or reagent issue is unlikely. The customer did not use a rack adapter. Based on the available data, a possible root cause may be related to pre-analytics.

Manufacturer narrative:
The (B)(6) reagent expiration date was 12/31/2015.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.